Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vicmo12.6, -5.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted, reporter stated " after icl implantation surgery the patient's vision and eye conditions were very good. However, the patient complained of severe glare and haloes and could not accept it. The patient was unwilling to accept other treatment methods". It was reported that the problem resolved after lens explant. Patient related factor was reported as cause of this event.

Manufacturer narrative:
Corrected data : h1- type of reportable event in initial MDR and supplemental MDR: malfunction is corrected to serious injury. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).